Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure in which the device was in use, the scalpel caused a burn to the patient. No additional information was provided.